Event description:
It was initially reported that a physician was having issues with her dell x50 handheld device. When the physician went to interrogate a pt's device, the screen would go blank. The handheld was fully charged prior to use. This issue has been occurring for several months on various pts' devices. A company rep went out to the site to troubleshoot and found that handheld battery was swollen which made the handheld act like the battery latch was not locked. The handheld was stored at room temperature and there was no injury resulting from the swollen battery. Good faith attempts to obtain the handheld for product analysis are currently being made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.